Event description:
It is reported that the pt was revised due to instability.

Manufacturer narrative:
Evaluation summary: primary operative notes were provided which were unremarkable. Revision operative notes were provided which revealed that the pt had dislocated his hip twice previously and underwent closed reductions. Factors which may contribute to dislocation may be one or a combination of the following mechanisms: improper placement of the component parts, improper neck length and offset, malalignment of the femoral stem/neck assembly, misalignment of acetabular cup, extent of missing connectivity between the stem/neck/head interfaces, extent of soft tissue tension, impingement, extent of reduction during surgery, or pt health, muscle laxity, medical history and activity level. Without more information, the exact cause for this event cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.